Event description:
It was reported that during an unspecified dilation procedure, balloon deflation and removal difficulties occurred. A cre wg 18-20mm/240cm/5.5 f/g balloon dilation catheter had been used a "few times" to perform unspecified dilations on the patient in an unspecified location. During the final deflation, the balloon appeared to "fold" rather than fully deflate. The physician unsuccessfully attempted to re-inflate the balloon. The balloon was withdrawn with the unspecified type of scope from the patient. The balloon had to be "cut" in order to remove the balloon catheter from the scope. The procedure was able to be completed with this device. There were no patient complications reported with the patient's current condition listed as "fine".